Manufacturer narrative:
Neither the medical dir nor the facility administrator believed that a malfunction of any gambro device caused or contributed to this pt's death. Gambro has found no evidence to suggest that its device caused or contributed to this event. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device.